Event description:
Swelling five to six month post quad tendon reconstruction with allograft and orthadapt overlay. Aspiration revealed a pus-like fluid. Culture was negative. Graft was removed 6.5 months post implant. Native tissue was healed.

Manufacturer narrative:
The orthadapt bioimplant was used on top of the allograft. The instructions for use do not recommend this type of procedure due to the lack of vascularity. A review of the device history record (DHR) indicated the device identified in this report met all mfg requirements. The MFR of the device at the time was pegasus biologics, inc. Synovis orthopedic and woundcare, inc is the reporting company for the event. The event occurred prior to synovis acquiring pegasus biologics.